Manufacturer narrative:
Insulin pump received with intermittent button response due to corroded keypad traces. No button error alarm noted. Insulin pump also received with cracked case on display window corners, minor scratches on lcd window, cracked reservoir tube lip, cracked battery tube threads, and missing end cap sticker. No moisture damage on motor assembly or electronic assembly noted during visual inspection.

Event description:
It was reported the buttons on the insulin pump were not responding. The insulin pump has cracks and moisture was noted under the lcd screen. Customer was advised to discontinue use of the device and revert to back up plan no further information reported. Customer's blood glucose was unknown. No further information reported.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.